Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product serial number provided was not valid.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 21 mmol/l (378 mg/dl) and ketones after the personal diabetes manager (pdm) disconnected the pod without advise. At the hospital, the patient was placed on an intravenous (IV) of insulin and rehydrating solution.